Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam handpiece was returned for investigation of this event. The handpiece was tested on qa test system. No error occurred during docking. Log file review could be not performed to confirm the reported e22 and e50 error messages. The handpiece was unable to prime. The handpiece was primed manually. One aquablation cycle was run without any issues or errors. The handpiece was tested on the micro stepper fixture and the encoder signals looked abnormal indicating an issue with the encoder or the sensors. The handpiece was opened and no fluid ingress or other abnormalities were seen with the sensor board or encoder. Additionally, the inlet valve was observed under the microscope and no deformities were noted. The bore, piston seal and the brass ring looked damage free and nominal. Hence, the reported failure and cause cannot be determined. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and associated aquabeam handpiece / lot number 21c00226r2 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. Aquabeam robotic system user manual, um0101-00, rev. F, was reviewed and states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece e50 - console error release foot pedal and click x. If error persists, turn off and turn on console and cpu. Turn off and replace console. The root cause of the reported event was unable to be established during the in-house investigation. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure "e22 - motorpack error" and "e50 - console error" messages were generated by the aquabeam robotic system. Multiple troubleshooting steps were performed to resolve the issue and the aquablation procedure was then continued through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.